Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The patient was helping his son move at the time of the events. The sensing vector for the shocks was set to the primary sensing vector. Technical services reviewed the stored electrograms and advised some testing options. The doctor has programmed the therapy off and left the system implanted. There were no additional adverse patient effects. The system remains implanted.